Manufacturer narrative:
Investigation summary: no samples (including photos) were returned as of 28 september 2020 therefore the complaint could not be confirmed and the root cause is undetermined. As per manufacturing: ¿lot #: 9h912f is an old lot number format over 10 years old. Due to this being an older batch and we only retain files for 7 years, a DHR review is unable to be completed.¿

Event description:
It was reported that syringe 0.5ml 30ga 1/2in uf 10bag 500cs needle broke off in the users arem during injection. The following information was provided by the initial reporter: material no:328466; batch no: 9h912f. It was reported that the consumer found one needle from this bag that the needle slipped right out and stayed in his arm during the injection. The consumer went to the local ER and they did an xray and located the needle. The lady working on him injected the site with a numbing agent and then could not retrieve the needle. The needle was deep into the muscle, so he is seeing another doctor to have it removed on tuesday (B)(6) 2020. The consumer is looking to be reimbursed of his copays and stated he missed work today because he is in a lot of pain.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/8/2021. H.6. Investigation: customer returned (6) 1/2cc, 12.7mm, 29g syringes in an open poly bag from lot # 9h912f. Customer states that one needle from this bag that the needle slipped right out and stayed in his arm during the injection and he is in a lot of pain. All returned syringes were examined and exhibited one syringe with the cannula separated. This product is well over 10 years old and has since expired. The shelf life for the product is 5 years. After 5 years, the product has expired and should no longer be used. As per manufacturing: ¿lot #: 9h912f this is an old lot number format over 10years old. Due to this being an older batch and we only retain files for 7 years, a DHR review is unable to be completed.¿ root cause cannot be determined at this time as the product is expired and the issue occurred after the product had expired.

Event description:
It was reported that syringe 0.5ml 30ga 1/2in uf 10bag 500cs needle broke off in the users arm during injection. The following information was provided by the initial reporter: material no:328466 batch no: 9h912f. It was reported that the consumer found one needle from this bag that the needle slipped right out and stayed in his arm during the injection. The consumer went to the local ER and they did an xray and located the needle. The lady working on him injected the site with a numbing agent and then could not retrieve the needle. The needle was deep into the muscle, so he is seeing another doctor to have it removed on tuesday (B)(6)2020. The consumer is looking to be reimbursed of his copays and stated he missed work today because he is in a lot of pain.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 0.5ml 30ga 1/2in uf 10bag 500cs needle broke off in the users arem during injection. The following information was provided by the initial reporter: material no:328466 batch no: 9h912f. It was reported that the consumer found one needle from this bag that the needle slipped right out and stayed in his arm during the injection. The consumer went to the local ER and they did an xray and located the needle. The lady working on him injected the site with a numbing agent and then could not retrieve the needle. The needle was deep into the muscle, so he is seeing another doctor to have it removed on tuesday 8/11/2020. The consumer is looking to be reimbursed of his copays and stated he missed work today because he is in a lot of pain.